Event description:
There was an allegation of questionable creatinine jaffe gen.2 results from the cobas c 503 analytical unit. Patient 1 initial result was 3.6 mg/dl, and the repeat result was 0.6 mg/dl. Patient 2 initial result was 5.3 mg/dl, and the repeat result was 0.4 mg/dl. Patient 3 initial result was 3.0 mg/dl, and the repeat result was 0.8 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
The reagent lot number was 845936 with an expiration date of 31-aug-2026. The field service engineer found there was a bent probe. He replaced the probe and performed precision and a cell blank successfully. The investigation determined that the service actions resolved the issue.